Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 08 may 2025, senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: (B)(6) 2025 11:45 pm et / sg 92 mg/dl - bg 51 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 11:45 pm et / sg 92 mg/dl - bg not entered. After dms review, it was confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level.the user didn't seek for medical treatment and resolved the event with the help of his wife who gave him something to eat.user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported receiving a low glucose event. The following example was provided: (B)(6) 2025 11:45 pm where user's sg: 92 mg/dl and bg: 51 mg/dl. A review of the data management system (dms) data revealed that on 4-may-2025 at 11:45 pm user's sg was 92 mg/dl, and no bg was entered. A review of the alert history revealed that the user did not receive a low glucose alert at the reported time as user's sg was above 65 mg/dl. User didn't seek for medical treatment. User resolved the event with the help of his wife who gave him something to eat. User's hcp was not aware of the event, user was advised to follow up with the hcp for further medical guidance.an case (complaintrec-57215) was created to address the sensor's inaccuracies inclusive of the event and under this case an RMA was issued for thesensor. Based on the initial escalation analysis, an RMA was authorized for the return of both the sensor and transmitter for further investigation due to system performance deviation. Upon receipt, in-house testing of the returned sensor and transmitter showed no malfunction. However, a review of the in vivo raw data revealed a high frequency of transmitter temperature fluctuations, which may have potentially affected the system's ability to appropriately correct the temperature and thereby affecting the accuracy of the displayed glucose values. This temperature fluctuations were observed across multiple transmitters used by the user, suggesting that the swings were likely due to environmental factors. As part of resolution, the user was inserted with a new sensor and provided with a new transmitter. B4.date of this report 04 august 2025. G3.date received by the manufacturer? 23 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.